Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the returned device found that the proximal contact and the delivery wire were kinked likely due to handling of the device. The main coil was kinked and stretched likely due to procedural factors. But the main coil was still attached to the delivery wire. Therefore the device analysis did not confirm the reported main coil premature detachment. Information available indicated that the device was confirmed to be in good condition prior to use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. (B)(4).

Event description:
It was reported that during procedure the coil (subject device) detached within the microcatheter while being repositioned in the aneurysm. The physician was able to safely remove the coil and the microcatheter as a unit from the patient's body. The physician continued the procedure with a second coil; however, the coil also detached in the microcatheter while being repositioned. The physician was able to remove the coil and microcatheter as unit without clinical consequences to the patient.

Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during procedure the coil (subject device) detached within the microcatheter while being repositioned in the aneurysm. The physician was able to safely remove the coil and the microcatheter as a unit from the patient's body. The physician continued the procedure with a second coil; however, the coil also detached in the microcatheter while being repositioned. The physician was able to remove the coil and microcatheter as unit without clinical consequences to the patient.